Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black customer returned pump for alleged cracked. Bumped/dropped/cosmetic damage on (B)(6) 2021 pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. ¿unable to download the history files using thus software due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case corner of belt clip rails and fading serial number label. Blank display due to moisture damage on the electronics assembly pcba 1 and pcba 2. Unit was confirmed for physical damage on the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.